Manufacturer narrative:
The phenom-21 micro catheter total length was measured to be ~167.0cm (referenced 166.5cm) and the usable length was measured to be ~161.4cm which is within specification (specification 160cm ± 5cm. No flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub. The phenom-21 micro catheter body was found slightly accordioned between ~20.5cm to ~8.6cm from the distal end. The distal tip and marker band was found slightly crushed. The pipeline vantage pusher was found extending out of the hub ~32.8cm. The micro catheter was flushed with water and water exited out the catheter tip. No resistance was encountered when retracting the pipeline vantage. The catheter was then tested by running an in-house 0.0210¿ mandrel through microcatheter. The mandrel passed through the catheter hub and catheter body and exited the distal tip with a slight resistance encountered near the tip. No damages or irregularities were found with the pipeline vantage pushwire. When compared to the drawing the hypotube was intact and unstretched and ptfe shrink tubing was still intact. The integrated bumper was found slightly stretched. The distal spacer was found loose on the distal wire which caused the advanced resheathing mechanism to freely move along the distal wire. The proximal dps tapered restraint was found to be intact however the distal dps tapered restraint and dps sleeves were found missing. The tip coil was broken from the pusher distal wire and not returned for analysis. The pipeline vantage braid was not returned for analysis. No other anomalies were observed. Based on the analysis findings, the customer report of ¿catheter resistance¿ was confirmed as the in-house mandrel felt resistance at the distal end of the catheter. It is likely the resistance is due to the crushed catheter tip. Possible causes for catheter damage are patient vessel tortuosity, catheter entrapment, incompatible devices and user operational context if user advances or retrieves intraluminal device against resistance. The customer report of "catheter accordion¿ was confirmed and the customer report of ¿resistance during re-sheathing/failure to resheath¿ could not be confirmed as the device was returned without the braid. From the damages seen on the catheter body (accordioned), catheter tip and marker band (crushed), pipeline vantage pusher (broken tip coil/stretched integrated bumper/loose spacer/broken distal tapered restraint/missing dps sleeves); it appears there was high force used. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment the device went down so the inr decided to re-sheath it but it was stuck inside the micro catheter. The pipeline (ped3-021-350-16) become stuck in the distal section of the catheter. The catheter was little accordion damaged. The patient underwent embolization treatment for a small unruptured right internal carotid artery (ica) aneurysm. Measuring 15mmx1mm landing zone distal 3mm proximal 3.5mm. The vessel was observed moderately tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. Yes, catheter flushed continuously with heparinized saline. The physician release the load (slack) in the system in an attempt to resolve the issue but did not resolved. The pushwire was not damaged. There were not any patient symptoms or complications associated with this event. The angiographic result post procedure was good (ped3-027-400-20). Ballast sheath, navien 058 115, phenom 21 first and then phenom 27.